Manufacturer narrative:
D10: 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t (B)(6); 13a2101 - cemex system fast genta 70g (B)(6); 200-02-38 - three peg patella 38mm (B)(6); 201-78-81 - 3"" trocar, mod. Hex 2pk (B)(6); 201-78-89 - 3"" drill bit, mod. Hex 2 pack (B)(6); 203-96-42 - 11-4132 non exactech sys 6 90x13/21x1.19 (B)(6); 203-96-42 - 11-4132 non exactech sys 6 90x13/21x1.19 (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation approximately 65 months after a right total knee replacement, the patient underwent a revision procedure to address swelling, synovitis and loosening of the femoral and prosthesis wear. A revision operative report was provided. Post operative diagnosis noted failed loose right total knee, severe osteolysis with complete loss of the posterior femoral condyles and significant loss in the proximal tibia. Patient's femoral component was loose and advanced osteolysis present from polyethylene wear. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of both prosthesis wear and loosening of the femoral component. The prosthesis wear was likely the combination of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.